Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The control knob is attached and aligned with the fiber and can rotate the fiber. The connector cone, segments, and tabs appear in good condition and secured. The hene (helium-neon) test found no breaks along the fiber length. Upon microscopic inspection it was identified that there was distal circumferential fracture. Therefore, the reported event was confirmed. In addition, the forward firing test for this device resulted in an output which is below the threshold for potential patient harm.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber fiber was forward firing. The procedure was completed using another fiber. There were no patient complications reported.